Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, therefore, the reportable malfunction of b30 scope communication error code could not be confirmed. Based on the results of the investigation, a presumed cause and root cause could not be determined as the device was not returned to olympus for investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed a b30 communication error code and the screen blacked out during angulation. There were no reports of patient harm.